Event description:
It was reported that the ilet displayed repeated alert 38 restart alarms related to consecutive stalled motor events, and the alerts persisted despite multiple guided restarts; insulin delivery was intermittent or stopped, and a replacement ilet was issued with return instructions for the original device. Symptoms included hyperglycemia with a reported high of 232 mg/dl. Outcomes included temporary use of subcutaneous insulin via multiple daily injections and no medical intervention or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.